Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s lead was explanted and replaced. Impedance testing had been done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3878-45, lot# 0207425059, explanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
Additional information received that impedances testing was good and the replacement of the lead was routine.

Manufacturer narrative:
Analysis of the lead (lot 0207425059) found the conductor of the lead body was broken within 10 cm of the connector area. The #5 and #7 conductors were broken 2.9 cm from the proximal end. The #6 conductor was melted/broken (overstress/damage) 10.5 cm from the distal end. The outer insulation was severely melted.